Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007, pt#1 - inratio: >7.5; lab: 3.0. Date: 2007; pt#2 - inratio: >7.5; lab:2.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007; pt#1 - inratio: >7.5; lab: 3.0; mean: n/a; confidence limits: cannot be determined. Date: 2007; pt#2 - inratio: >7.5; lab: 2.3; mean: na; confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. Products will be tested when returned.